Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. Customer had a blood glucose level of 850 mg/dl. Customer's husband stated that the incident was caused by an infusion set that came off while the customer was sleeping, preventing her from getting insulin. Paramedics were called and the customer was transported to the hospital. Customer's husband stated that the customer was vomiting and incoherent. Caller reported that the customer is pregnant, and her pregnancy is still normal. The insulin pump was not replaced or returned for analysis.